Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported falsely depressed sodium (na) results on five patients generated on the alinity c processing module. The results provided were for only one patient: na = 121mmol/l (normal range 136-145mmol/l), 122, 101, 147, 127, 168, 140, 162, 137mmol/l. The customer also reported erratic (depressed/elevated) creatinine results on five patients generated on the alinity c processing module. The results provided were for only one patient: creatinine = 3.34mg/dl (range 0.57-1.25mg/dl) / 0.89 and 2.75mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative performed multiple troubleshooting services. Including the cleaning of the cuvette washer nozzles, nozzle c4 #1, #4, #5 (rohs) (ln 7-205228-02). Which resolved the issue. Return testing was not completed, as returns were not available. A review of the alinity c processing module, serial number (B)(6) service history, revealed no contributing factors on or around the time of the issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity c service documentation contains adequate information for the troubleshooting of the nozzle c4 #1, #4, #5 (rohs). A review for trends for the nozzle c4 #1, #4, #5 (rohs) (ln 7-205228-02) did not identify any trends for the replaced part. A product monitoring review of the alinity c tracking and trending data, revealed no trend for the alinity c platform and no similar issues for discrepant results as described in this complaint. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), or the nozzle c4 #1, #4, #5 (rohs) (ln 7-205228-02) was identified.